Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a lead safety switch for out-of-range (oor) impedance measurements. Additionally there was noise and occasional loss of capture (loc). The patient was seen in clinic and boston scientific technical services (ts) was consulted. Ts suggested isometrics to illicit noise but since the patient was a stroke victim those could not be done. There was also over 6,000 atrial tachy response (atr)'s in the logbook and several premature atrial contraction found. Ts suggested some programming such as decreasing the sensitivity settings on the ra lead. It is unknown if the impedances were high or low at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.